Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Unka customer reported that a patient who underwent lasik on (B)(6) 2011 was found to have flap striae. On (B)(6) 2011, edir (elevation, debridement, irrigation, and repositioning of the flap) was performed. There was no loss of bcva and on (B)(6) 2012, the ucva was 20/20.